Manufacturer narrative:
(B)(4)

Event description:
It was reported that rv oversensing and loss of capture were observed on the ventricular lead. Programming changes for the patient's device were recommended. No further information.